Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The contact stated that the customer¿s blood glucose (bg) level was either 497 or 597 mg/dl. A manual injection was delivered to address bg levels. Reportedly, the customer has manual injections as alternate insulin therapy.